Event description:
It was reported that bd nexiva sp with maxzero needle pierced the catheter.verbatim:according to the nurse: bd nexivia 20 gauge IV catheter needle went through the cannula tubing upon the insertion attempt for a peripheral IV on an emergency department patient.

Manufacturer narrative:
G.4. K183399; k243403.b3. The date received by manufacturer has been used for this field.h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.